Event description:
Pt presented clinical symptoms of phlebitis with the use of per-q-cath 2fr.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revc1206 showed three other similar product complaint(s) from this lot number.